Manufacturer narrative:
(B)(4). Date of follow-up report: 01/28/2016. Evaluation of the incident antenna found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported failure.

Manufacturer narrative:
(B)(4). Date of initial report: 11/24/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the ablation cycle of a liver tumor started normally but after 2.5 min the temperature alarm showed up and the procedure was interrupted. Checking all connections and exchanging the cooling saline bottle did not help. The ablation was finished but they were unable to perform a tract ablation. There was no injury to the patient.